Event description:
It was reported the pt was experiencing leg spasms and shaking even when the device was turned off. An sjm representative met with the pt and reprogrammed his device giving him effective stimulation and pain improvement. A CT myelogram was taken and showed a bulge. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.